Event description:
Customer reported a malfunction of the pump displaying code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller with the reset, and advised the customer to continue using the pump. The customer acknowledged the instructions and was told to call back if the malfunction recurred.